Event description:
The patient's spouse reported that the adhesive of the v-go 30 is not sticky after skin is prepped appropriately. It was reported that the patient wears v-go on the right and left side of abdomen. Abdomen is smooth (no shaving required). It was reported that the device fell off four hours after application. It was reported that sample devices were available for return to the manufacturer for evaluation. However, to date, the sample devices have not been received.